Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had a suspected fracture due to high impedance of greater than 9999 ohms. Additionally, there was oversensing of noise on the atrial channel and the lead would not capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.